Event description:
A cervical plate was removed from a pt due to a complete system failure. The surgery was a 3-level corpectomy model, in which only the screws at the plate ends were placed. Three of four screws backed out of the plate, including one screw with collet. Pt was reported as non-compliant and had not worn a cervical collar. It is believed the revision surgery was comleted with posterior instrumentation. The revision surgery was performed in 2003.